Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 4/16/2024. H6 component code: g07002 ¿ device not returned. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: if possible, please confirm if smmpeb is the correct lot number. It could not be determined. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, the following was obtained: it is mentioned that ""similar events have been occurring 2 or 3 times recently."" Were these events already reported to ethicon? No. Although we asked the sales rep to get information from the hospital, the hospital commented there was no information. If so, please provide the reference numbers.

Event description:
It was reported that the patient underwent a c-section procedure on an unknown date, and barbed suture was used. During the procedure, the fixation tab came off the suture during continuous suture on fascia. There were no problems with the surgeon's use of the product. It is unknown if the lot number ¿ smmpeb ¿ is the correct lot number. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 6/7/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6 corrected information: h6 (b18 - device discarded) a review of the batch manufacturing records was conducted, and no related non-conformances were identified.